Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was loose. Upon removal of the instrument housing, the pitch cable was found to be broken, which caused the loss of tension at the clevis area. Failure analysis investigation also found the following additional damages to the instrument: the pitch cable was frayed at the distal clevis hub. No other damage or wear marks were observed on the clevis. There were scratches on the surface of the distal pulley. The clamping pulleys were corroded with an orange colored residue at the rails inside of the instrument housing. It was concluded that the corrosion damage likely occurred due to improper cleaning. No other damage was found. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: - read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a loose cable was identified on the prograsp forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.